Manufacturer narrative:
Three photos were received by our quality team for evaluation. Upon visual inspection of the photos, separation could be observed; therefore, the incident could be verified. A device history record review for model 2420-0500 lot number 20053014 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 01may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated before use. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20053014. It was reported the tubing was separation (disconnected) in the packaging. I was called to the ed today, they have opened about a dozen of the #98 product where the tubing is disconnected. They did have an issue with a patient yesterday where 2 liters were put into the floor instead of the patient. I went and checked all the ed stock and pulled on the area were it is disconnecting and left all that were good and pulled the ones that were apart or pulled apart with a tug. The warehouse has 36 ca and 1 each that I have isolated till we get further ¿ did any adverse effects happen if so please provide detail- any patient identifiers ( age, sex and weight)? - no. ¿ do you know when the incident occurred if so please provide date? -(B)(6) 2020 and (B)(6) 2020 ¿ do you have the quantity of the defective tubing for 2420-0500 and are they from the same lot (20053014)? ¿ 12 each, yes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated before use. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20053014. It was reported the tubing was separation (disconnected) in the packaging. I was called to the ed today, they have opened about a dozen of the #98 product where the tubing is disconnected. They did have an issue with a patient yesterday where 2 liters were put into the floor instead of the patient. I went and checked all the ed stock and pulled on the area were it is disconnecting and left all that were good and pulled the ones that were apart or pulled apart with a tug. The warehouse has 36 ca and 1 each that I have isolated till we get further did any adverse effects happen if so please provide detail- any patient identifiers ( age, sex and weight)? - no. Do you know when the incident occurred if so please provide date? (B)(6) 2020 and (B)(6) 2020. Do you have the quantity of the defective tubing for 2420-0500 and are they from the same lot (20053014)? 12 each, yes.